Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd insulin syringes with the bd ultra-fine¿ needles had missing scale markings. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that bd insulin syringes with the bd ultra-fine¿ needles had missing scale markings. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned loose 3/10cc syringe. Customer states that unit markings were missing at the 2 or 3 unit marking. The returned syringe was examined and no missing scale markings were observed on the barrel. No defects were observed on the scale markings printed on the barrel. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.